Event description:
See manufacturer # 3004209178201009262. The patient experienced inadequate stimulation relief a couple days ago. He was scheduled to have his device reprogrammed, but a fluoroscopy from 2 days ago indicated migration on all 6 leads. The 2 epidural leads completely retracted into the battery pocket. The 4 peripheral leads pulled in the midline incision. The leads had been well anchored and the inss had been secured with 2 ethibond sutures which were recommended. The patient underwent aggressive gastric bypass and the physician felt that could be responsible for the lack of healing. The patient was referred to a neurosurgeon for further consideration. Further information has been requested.

Manufacturer narrative:
(B)(4).